Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the patient implanted with dynesys implants and experiencing unknown problems. This was communicated to zb team member via phone call. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that the patient implanted with dynesys implants and experiencing unknown problems. This was communicated to zb team member via phone call. In vivo time of the device is unknown. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00318.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on may 17, 2019 to the appropriate representatives: please confirm the notification date. Any device identification(s) and control number(s) used (ref; lot)? Clarification regarding the nature and details of the complaint? Were there dynesys implants already implanted before the revision surgery in 2012? What was the reason for the revision surgery in 2012? What kind of issues is the patient facing with now (spinal stenosis)? Exact event date (first symptoms)? Implant date? In which hospital was the procedure performed and who was the surgeon? Were the medical documents provided to you by the patient? All available x-rays during time in- vivo with printed date? Patient dob, weight, height, bmi and all relevant history? Is there a revision surgery planned for the patient? ¿ I noticed the patient is looking for surgeons who could perform his surgery? Were there any contributing conditions related to the event? (Ex: trauma, illness, previous surgery, related non-compliance, patient anatomy)? Was the surgical technique for the product upon implantation utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient reported the following: it was reported that the patient complains about unknown problems after implantation of an unknown dynesys spine implant in 2012. Note: additional information has been requested and is currently not available.